Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine pacemaker check. Upon interrogation of the device, it was discovered that the device exhibited data error. The device was interrogated again successfully but had missing diagnostics. The device was otherwise functioning normally. The patient was not affected by the anomaly.